Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) observed the user facilities and completed a review summary. The ess observed a technician not using the air water channel cleaning adaptor during beside pre-cleaning. A technician did not use the water tube to flush the elevator wire channel on the eus (endoscopic ultrasound) scope during pre-cleaning. A technician stacked scopes in the same transport bin to perform pre-cleaning steps. A technician tightly coiled the insertion tube and light guide cable. Olympus scheduled a cds (cleaned, disinfected, sterilized) training session to review bedside pre-cleaning steps for both gi scopes and eus scopes. Ess has recommended a scope care specialist training program and a ¿tiger team.¿ the ess will provide individual instruction to the customer to ensure that pre-cleaning steps are performed correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus reported on behalf of the customer that a technician did not use the air water channel cleaning adaptor and did not use the water tube to flush the elevator wire channel during bedside pre-cleaning of the ue160-al5 ultrasonic videoscope while preparing for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the cleaning performed at the facility did not conform to the instruction manual. The event can be detected/prevented by following the instructions for use which state: "chapter 7 cleaning, disinfection and sterilization procedures. [Caution]. Do not coil the endoscope¿s insertion tube, universal cord or ultrasonic cable with a diameter of less than 12 cm. The endoscope can be damaged if coiled too tightly. [7.3 precleaning]. Flush water and air into the air/water channel and balloon channel [caution]. To prevent clogging the nozzle, always use the air/water channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.